Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report she is not comfortable with the readings on her plink meter. Analysis run on clark error grid using competitive reading (181) as ref point vs. Bd readings (34) yielded data points in the e range of the grid, outside of acceptable limits.